Event description:
It was reported that the patient presented to the emergency room for severe neck pain unrelated to the device. During the ER check, a right ventricular (rv) over-sensing alert was noted due to under-sensing. Device reprogramming was made. The patient felt no symptoms from this episode.